Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to incontinence getting worse over the past few months. A patient outcome of good was reported.